Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a 67mm abdominal aortic aneurysm. It was noted that patient had a contained ruptured aaa. The proximal aortic neck diameter measured 20mm. The distal aortic diameter measured 18mm. The left proximal cia diameter was noted as 13mm and 47mm in length and the right proximal cia 9mm and 43mm in length. It was reported during the index procedure after the stent graft was successfully implanted final angio revealed a type IV and type ib endoleaks. An aortic cuff was implanted and ballooned to resolve the type IV endoleak and a limb extension implanted to resolve the type ib endoeak. Post-op angio revealed the type IV endoleak was not fully resolved. Per the physician the cause of the event was due to the stent graft fabric. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
The aortic cuff that was implanted was a medtronic device (etcf2525c49ee). The patient will be monitored in the intensive care unit. Concomitant medical products- etlw1620c124ee; s/n: unknown; use by date: 14-march-2020; upn # 00643169780781. Film evaluation summary: the exact cause of the reported endoleaks occurring during implant could not be determined from the pre-implant films provided. Films during implant were not available and the endoleaks could not be assessed. Review of pre-implant CT¿s revealed that the patient had a 67mm maximum diameter x 6cm length saccular aaa extending off the left side of the aorta between the renal arteries and distal aorta. The aorta contained significant irregular-shaped thrombus. The proximal neck diameter measured 20 ¿ 18mm (17 ¿ 14mm flow lumen diameter), and the distal aorta measured ~20mm diameter x 20mm length (15mm flow lumen diameter). The common iliac arteries were non-tortuous with minimal thrombus and calcification; bilaterally. The patient also had a 5cm diameter taa along the inner curvature beginning just past the lsa. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported distal type ib endoleak event. The likely cause of the reported type IV endoleak was due to fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code updated at investigation completion. If information is provided in the future, a supplemental report will be issued.